Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
A patient contacted abbott medical optics to share her experience after bilateral lens implants with the symfony lenses. Patient reports she can¿t read well, sees flickering with fluorescent lights, and has halos around lights especially at night while driving, the halos are huge. She also has terrible dry eyes that she did not have prior to the cataract surgery. Doctor has prescribed medication for the dry eyes and he stated it will go away in time. She does see better than before the cataract surgery. She did not state that her daily activities are impacted because of the dry eyes or halos. She did state she needs to use the dry eye medication every day because when she doesn¿t her eyes really bother her. She said she is fine during the day. The biggest issue is the dry eye condition. Further information provided notes the flickering has gotten better; but she still sees halos/glare under fluorescent lights, like in stores. She also mentioned that she actually had two symfony lenses implanted, not just one as initially indicated. The first implant was approximately (B)(6) 2016, and the 2nd lens was implanted about 10 days later. She uses readers to see near and the near vision is more of the issue. Her right eye cataract was worse than the left eye. She shared that following surgery, it felt like something was in her eyes. The drops are helping, the dry eyes has gotten better and she was prescribed xiidra. She did not indicate that her daily activities are affected. No further information was provided. As patient has two lenses implanted, a report will be provided for each lens. This report represents the lens implanted in the patient's right eye.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.